Event description:
It was reported that a patient with lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) experienced pain at the implantable neurostimulator site, an impedance issue characterized by low impedance or short on electrode #3 and #14, and shocks when using certain programs. The patient described visiting a chiropractor about a month prior, during which manipulation of the back where the leads were located resulted in a significant shock sensation that has persisted with certain program use. An impedance check was performed, revealing low impedance on electrode #3 and #14. No replacement product was required. The issue was resolved and no adverse outcomes or injuries were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.